Manufacturer narrative:
The complaint of high impedance was confirmed through product analysis. The probably cause was traced to component failure.

Event description:
It was reported that the patient no longer felt stimulation. Patient underwent an explant procedure where it was found that the coating inside the lead was broken. It was confirmed that all pieces of the lead were removed. Patient was reported as being fully recovered and will undergo reimplantation of the device at a future date.

Manufacturer narrative:
Implant date: 2015. Additional suspect medical device components involved in the event: product family: unknown ipg; upn: unknown; model: unknown; serial: unknown; batch: unknown.

Event description:
It was reported that the patient no longer felt stimulation. Patient underwent an explant procedure where it was found that the coating inside the lead was broken. It was confirmed that all pieces of the lead were removed. Patient was reported as being fully recovered and will undergo reimplantation of the device at a future date.